Manufacturer narrative:
Concomitant medical products. Em210 - motor legend stylus touch; serial number - (B)(4); manufacture date ¿ november 15, 2011; 510k number ¿ k081475 (B)(4). Em210rf (s/n (B)(4)): the service report indicates that the handpiece was evaluated and there was no fault found. The handpiece was tested and passed all manufacturing specifications. Em210 (s/n (B)(4)): the service report indicates that the handpiece would not run due to bent connector pin(s). The handpiece was scrapped.

Event description:
It was reported by the customer's cdp (clinical engineering) group that two handpieces were received with a tag that said, "overheating." Follow-up information indicates that the handpieces heated up during testing, prior to use. There was no patient involved and no injury reported as a result of this event.